Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was making a strange noise sometimes when it was rewinding. The customer has had a lot of highs and lows in the past 2 months with no explanation. The customer¿s blood glucose level was 104 mg/dl at the time of the call. The customer believes the pump motor moves too slow or too fast when delivering. Troubleshooting was not completed as the customer was not home to complete the testing. The customer thinks the pump is the problem. The insulin pump will not be returned for analysis.